Event description:
Patient has developed a blister just below ins incision and patient is feeling hot at blister site ( within 45-60 mins of recharging). Patient is being treated for open burn over ins by hcp. Blister/wound is not itchy. Patient is using spacer and recharges every couple of days. Patient received new charger. The device was recharged for about 45 minutes with positive outcome - no issues with recharging. Patient performed recharging thru gauze. Based on the manufacturer testing conducted on the returned restore recharger, it was determined that the recharger was functioning properly and the patient irritation/burn was not due to heat generated by the restore rechargeable system during recharge.

Event description:
Hcp reported pt was seen in the office. Secondary burn noted over the ipg site (redness and blistering). Antibioitc ointment was placed on the burn. Pt was given sterile dressings and instructed to recharge with gauze or cloth over skin (not on bare skin). Pt recovered without sequela.